Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen was blank but still lit up. The customer was able to clear the screen. There was no known impact to the customer's blood glucose.